Manufacturer narrative:
Upon receipt of this catheter, it was noticed that electrode ring # 4 was damaged at the edge of the ring. Scratch markings were noticed from the damaged section of the ring to the distal end of the tip. These damages appeared to be due to strong contact and drag motions with a foreign object. The device history record (DHR) was reviewed and found no anomalies or defects captured related to the complaint condition. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing, catheters are inspected for visual damages before packaging. Online inspections are in place to prevent this type of damage/defect from leaving the facility. The failure cause could not be conclusively determined. However, given that the complaint sample clearly exhibits damage and online inspections were in place to prevent this type of damage/defect from leaving the manufacturing facility, this issue does not appear to be manufacturing related. Complaint condition was confirmed. (B)(4).

Event description:
The customer reported that the electrodes on the catheter were rough to the touch. It was unclear what caused the damage. No packaging issue was reported. The catheter just felt rough over one of the electrodes. The physician did not use the catheter on the pt. There was no pt injury reported. Upon receipt and investigation of the returned device, it was noted that the catheter had torn ring electrode. The edge of this damaged ring electrode was sharp.